Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was not confirmed. Additional evaluation findings were as follows: there was no image due to a defective printed circuit board (dr cards). Additionally, dust had accumulated, and the connector socket lock system was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had bad contacts on the camera connector. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, no image malfunction was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.